Event description:
Per the clinic, the patient experienced a skin breakdown (small hole) and infection at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved and the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.